Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was not working. The hcp said they were told the patient's leads were explanted but the ins remained implanted. The hcp stated that the patient said the system 'wasn't working' but the hcp did not know what that meant. No symptoms were reported. No further complications were reported/anticipated.